Event description:
[Oral-b/power oral care refills] brush head is suddenly so loose that it falls out while brushing teeth [device breakage]. Case narrative: consumer reported via an email regarding brush head so loose that it falls out while brushing teeth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
[Oral-b/power oral care refills] brush head is suddenly so loose that it falls out while brushing teeth [device breakage]. Case narrative: consumer reported via an email regarding brush head so loose that it falls out while brushing teeth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
29-jul-2025: complained product received - user handling was identified as root cause for the complaint.

Event description:
[Oral-b/power oral care refills] brush head is suddenly so loose that it falls out while brushing teeth [device breakage]. Case narrative: consumer reported via an email regarding brush head so loose that it falls out while brushing teeth. No injury was reported. Follow-up (product investigation result): complained product received - user handling was identified as root cause for the complaint. No injury was reported.